Manufacturer narrative:
MDR 2517506-2019-00125 was filed on 21-mar-2019. Additional information (29-mar-2019): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated cardiac troponin I (tni) result. Hsc evaluated the information provided and the instrument data files. No product nonconformance was identified. Hsc concluded that the data indicated a sample specific issue; however a specific cause cannot be identified. The cause of this event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported a discordant, falsely elevated cardiac troponin I (tni) patient result obtained on the dimension exl 200 system. Siemens is investigating the event.

Event description:
A discordant falsely elevated cardiac troponin I (tni) patient result was obtained on a dimension exl 200 system. The discordant elevated result was identified after processing a new sample for the same patient, on the same day, on the same instrument. The result was reported to the physician(s). The patient was transferred to an alternate hospital and later admitted. A new sample was drawn and processed at the alternate facility on (B)(6) 2019 and a lower result was obtained. Upon additional reprocessing of the same sample from (B)(6) 2019 that obtained the discordant result, the lower result was confirmed. A corrected report was issued. There are no reports of patient intervention or adverse health consequence due to the discordant falsely elevated cardiac troponin I result.